Manufacturer narrative:
Corrected data: d1, d4, and g1.

Event description:
Allergan aesthetics received a report of a patient who was treated to the upper and lower abdomen using the cooladvantage plus applicator. The patient has been diagnosed with paradoxical hyperplasia in the upper and lower abdomen. The affected tissue is described as firm and enlarged.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan aesthetics received a report of a patient who was treated to the upper and lower abdomen using the cooladvantage plus applicator. The patient has been diagnosed with paradoxical hyperplasia in the upper and lower abdomen. The affected tissue is described as firm and enlarged.